Manufacturer narrative:
On 29-may-2025, the product investigation was completed. It was reported that the patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the tip of the sheath was peeled back and deformed. The issue was noted immediately after the sheath was placed inside the patient's body, revealed by fluoroscopy. A deformation was confirmed. The soft tip was folded and wrinkled on itself. The device was replaced with a new vizigo short and the procedure was continued. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device were performed following j&j procedures. Visual analysis revealed that the soft tip was observed deformed. A microscopic examination was performed to review the tip in detail and it was observed that the dilator was exiting the irrigation hole of the device. A device history review was performed for the finished device 60000498 number, and no internal actions related to the complaint were found during the review. The tip issues reported by the customer were confirmed, since the dilator exits the irrigation hole. The potential cause of damage could be related to incorrect insertion of the dilator into the sheath; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. However, a picture was received for evaluation following johnson & johnson medtech's procedures. Device investigation details: according to pictures provided by the customer, it was observed that dilator exits through the irrigation hole. A device history record evaluation was performed for the finished device number lot 60000498 and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the tip of the sheath was peeled back and deformed. The issue was noted immediately after the sheath was placed inside the patient's body, revealed by fluoroscopy. A deformation was confirmed. The soft tip was folded and wrinkled on itself. The device was replaced with a new vizigo short and the procedure was continued. The procedure was completed without patient's consequence.